Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the dwell cycle of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The technical service representative (tsr) assisted the patient to clear the alarm. The patient stated that the supply bag disconnected, and the patient reconnected to continue therapy. The tsr informed the patient of the error¿s meaning and how to complete the therapy with new supplies or manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the disposable cassette and solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.